Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by alterra pas clinical study, during the 1 year follow up visit post transfemoral tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, the alterra prestent was observed to have a type 1 single wire fracture. During a re-review of the 6 month follow up visit, it was also determined that the type 1 single wire fracture was present as well. There was no report of intervention being needed.

Manufacturer narrative:
Correction to g3. The aware date of the event should have been documented as 9/5/2023 not 8/23/223. The date on g3 on this report reflects the date the error was first discovered. The device was not returned to edwards lifesciences for evaluation. However, the instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for strut fracture was confirmed through the provided medical records. An in-depth evaluation related to the alterra prestent fracture has been documented in a technical summary written by edwards lifesciences. Per the technical summary, potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. The technical summary documented a review of available CT scans / imagery for patients with a fractured stent. As reported, 'during the 1 year follow up visit post transfemoral tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, the alterra prestent was observed to have a type 1 single wire fracture'. The technical summary's imagery reviews also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Additionally, the technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.